Event description:
Additional information received indicated a revision procedure was performed and the right atrial (ra) lead was not properly connected in the devices header. The physician disconnected the ra lead, connected it to a pacing system analyzer revealing in range electrical parameters. The ra lead was then reconnected to the device with no anomalies resolving the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise, increased pacing impedance, a loss of capture and sensing were noted on the right atrial channel. Diagnostic imaging was performed and revealed no anomalies. Technical support was contacted and suggested the cause could be due to a possible lead issue or device header issue. Further testing was recommended to elucidate the cause. No intervention has been performed at this time. The patient was in stable condition. Related to manufacturer report number: 2938836-2020-01009.